Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy0975 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in china.

Event description:
It was reported the patient needs to undergo chemotherapy, so a 3f PICC catheter was chosen for the patient to be implanted. The 3f seidinger was needed for insertion. The head nurse checked the product before use. The tube part is stuck and cannot be pulled in or out. When I pulled out the guide wire later, I found that the tube part was different from other guide wires. The tube had obvious stubble and misalignment. The head nurse changed another set seidinger was successfully placed in the tube, from 10:00 am to 2:00 pm. The patient was a child, so he kept crying and the parents complained to the head nurse.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Guidewire in a plastic hoop was returned for evaluation. An initial visual observation showed no obvious evidence of use on the returned sample. Multiple kinks were observed on the guidewire near its distal end. No breaks were found within the returned guidewire during tactile evaluation. A microscopic observation revealed several kinks in the coiled wire of the guidewire at its distal end. Some blood residue was observed on the guidewire and both weld tips were observed to be present and intact. While the returned guidewire was found to be kinked in multiple locations, it was not possible to determine when or where the sample was damaged. Possible causes include excessive forces applied during packaging, handling, manipulation, or use.

Event description:
It was reported the patient needs to undergo chemotherapy, so a 3f PICC catheter was chosen for the patient to be implanted. The 3f seidinger was needed for insertion. The head nurse checked the product before use. The tube part is stuck and cannot be pulled in or out. When I pulled out the guide wire later, I found that the tube part was different from other guide wires. The tube had obvious stubble and misalignment. The head nurse changed another set seidinger was successfully placed in the tube, from 10:00 am to 2:00 pm. The patient was a child, so he kept crying and the parents complained to the head nurse.